Event description:
It was reported that the user experienced hyperglycemia with a fingerstick glucose of 446 mg/dl after completing a supply change on the ilet system, with no dosage-stopped alerts observed and tubing drop test indicating flow; a subsequent infusion site change with new tubing prime and cannula fill was completed, and the user was advised that glucose could normalize within 1 to 2 hours. Customer care provided support that included user-guided site replacement. Investigation of this case revealed an unclear cause of the hyperglycemia, with device function checks not indicating a delivery failure and resolution pursued through site and tubing replacement. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included troubleshooting and education provided by support, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.